Manufacturer narrative:
Investigation summary: it was reported that the needles were clogged. To aid in the investigation, forty-nine samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Forty-seven samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided batch number 2195356. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Release date: 07/31/2022. Released quantity was 670,500 all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #2195356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Transcribed from (B)(4).

Event description:
It was reported that when pushing the medication through the bd safetyglide¿ needle only, 25 g x 1 in. The needle was clogged. The following information was provided by the initial reporter: the nurses shared that some syringes from that lot number are defective because when the nurse pushes the plunger of the syringe to inject the medication, nothing happens, and the plunger doesn¿t depress.